Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The insulin pump had a black screen which then had black stripes on it like a bar code. They were trying to do a correction bolus when they noticed the display anomaly. The customer¿s blood glucose level was 82 mg/dl. Troubleshooting was performed. Customer stated the insulin pump was neither exposed to extreme temperatures nor direct sunlight. The black screen did not disappear. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked zebra connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segment. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.